Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with one cartridge. Reportedly, the cartridge was filled with 110 units of saline. There was no reported impact as the customer was on a saline trial. The customer successfully loaded a new cartridge onto the pump.